Event description:
It was reported that the brady lead was surgically repositioned post implant due to dislodgment that was confirmed via x-ray. Subsequently, the lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.